Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a spasm. During a pulsed field ablation (pfa) procedure, a farawave pulsed field ablation catheter was used to perform a cavotricuspid isthmus (cti) ablation. When a coronary angiogram (cag) was performed, a spasm was confirmed to have occurred. Nitroglycerin was given to the patient, and another cag was performed to confirm the release of the spasm. At the time of cti, atrioventricular conduction became 2:1, but this improved with the release of the spasm. The procedure was completed successfully. The device is not expected to be returned as it was disposed.